Event description:
It was reported that patient¿s ¿pain pump was broken¿ before and patient was in the hospital for a month for the catheter. ¿there were a lot of problems with the pump¿. It was stated that the patient had been in the hospital many times because the ¿pump broke, the catheter broke¿. Per reporter this happened a few times, and that there had been several instances; and could think of one I think that was in 08. Patient stated that her scar tissue ate through the tubing (catheter) but every time it was being refills it kept saying the medicine was going out of the pump. ¿so it kept reading like that was no problem, like the medicine is going in but it wasn't going up, up, straight up through catheter because the catheter formed holes in it¿. And that there was another time with some other problem (not specified). Drugs in the pump at the time were not known to the reporter. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).